Manufacturer narrative:
Corrosion was observed inside the received device. Inspection of the soft cannula observed a tear which resulted in fluid leaking. The cause of the reported event was due to a damaged cannula. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's bg (blood glucose) values reached 360-370 mg/dl while wearing the pod for between 4 and 24 hours on the abdomen. For treatment, he gave 4.5 units with the pod, then replaced the pod and gave 5 to 6 units with the new pod.